Event description:
The advocate stated that the customer tested her blood glucose and rec'd a reading of 146 mg/dl using her breeze meter. The customer was not feeling well, so paramedics were called. Paramedics tested the customer's glucose and rec'd a reading of 30 mg/dl using her meter. The advocate did not mention treatment, but most likely the customer was treated with glucose. The customer's meter and test strips are to be returned for eval. A new breeze2 meter kit and replacement test strips were sent to the customer.